Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The patient stated that after wearing the sensor for nine days, she removed the system due to discomfort from the skin reaction. The site had become infected and was swollen with a small cavity producing green discharge. Patient was then hospitalized for two days and placed on an antibiotic regimen to treat the infection. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient had recovered from the infection. No additional event or patient information is available.